Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted:(B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 3 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient was describing withdrawal symptoms. There were no known external factors that may have led or contributed to the issue. The hcp attempted to aspirate the catheter with no luck. Something was preventing the catheter from being patent. No alerts appeared on the pump. The patient was likely going to be referred for surgery to replace/revise the catheter. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.